Event description:
A customer reported that she received a low battery icon on her adc glucose meter. The customer was at home trying to test when she received the battery icon, and experienced symptoms of "blurry vision, confused, weak, frequent urination." She further reported she "collapsed and was driven to the hospital by her son." The customer denied a loss of consciousness or seizure. At the hospital, the customer was diagnosed with hyperglycemia and treated with an unspecified dose of "regular insulin". There is no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The reported meter was returned and investigated. The meter powered on with button press and strip insertion. A low battery icon was not observed. No new issues were observed. The complaint is not confirmed.

Manufacturer narrative:
This is an initial report. The product has been requested back for an investigation. A follow-up report will be submitted once additional information is available. (B)(4).